Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibers. The sample has not yet arrived for investigation. The root cause of this event can be determined after investigation.

Event description:
The customer complains about blood leak during treatment. Blood flow rate: 200ml/min. Tmp: 160 mmhg. There was insignificant blood loss. No medical intervention was needed. No serious injury.